Event description:
Per medwatch mw5174583: "adjustable pressure limiting valve not releasing in bag mode. Patient was breathing spontaneously, and airway pressure would not release causing tidal volume expiratory to decrease and preventing patient from receiving normal breaths. Rebreathing bag was removed to release the airway pressure throughout the procedure to prevent potential barotrauma to patient. Ge notified and video was provided of event."

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.